Manufacturer narrative:
(B)(6). (B)(4). (B)(4) clip failed to release from the catheter. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in a procedure performed on an unknown date. According to the complainant, the clip failed to release. However, the nature and cause of how the clip failed to release is unknown. Attempts to obtain additional procedure information have been unsuccessful. If any further relevant information is received, a supplemental MDR will be filed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Mfg site name - (B)(4).

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in a procedure performed on an unknown date. According to the complainant, the clip failed to release. However, the nature and cause of how the clip failed to release is unknown. Attempts to obtain additional procedure information have been unsuccessful. If any further relevant information is received, a supplemental MDR will be filed. No patient complications have been reported as a result of this event. Additional information received on october 18, 2016. It was reported to boston scientific corporation that a resolution clip device was used in a procedure performed on june 08, 2016.